Event description:
It was reported the pt had been experiencing intermittent stimulation. The pt further indicated her system has stopped communicating. The pt is working with her physician to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.